Event description:
On (B)(4) 2012, customer reported to beckman coulter, inc. (Bec) that while running the unicel dxc 600 synchron clinical system they received various critical results flags on approximately 10 patients. Customer reported that they recalibrated the electrolytes. Customer reported that qc (quality control) passed before and after the recalibration. Customer reported that they reran the patient samples and the results remained critical. Customer reported that they then noticed they were running low on all the electrolyte reagents. Customer reported that they replaced all of the reagents except the co2 alkaline buffer. Customer reported that they then recalibrated the system and qc passed. Customer reported that they amended five of the patient results but the results but remained critical. Bec scheduled a service call. On (B)(6) 2012, customer cancelled the service call. On (B)(6) 2012, customer reported that after replacing the reagent, they recalibrated and ran qc, which was within range. Customer reported that they reran the patient samples again, with no significant differences. Customer reported that the next morning ((B)(6) 2012), they redid all the monthly and weekly maintenance, primed the system and recalibrated. Customer reported that qc was within range. Customer reported that they analyzed some test samples and the test samples were within expected ranges.